Manufacturer narrative:
The device was not returned for eval and there was no device malfunction reported to (B)(4) service dispatch. The laser system device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported adverse event. According to the surgeon, the likely root cause of the capsular tear was a combination of the pt's preexisting condition (proptosis) and the surgeon's inadvertent opening of the primary incision first, which caused collapse of the anterior chamber. Capsular tears and anterior chamber collapse are inherent risks of cataract surgery. Video of the surgery was provided to the MFR and reviewed by a medical safety physician, who concurred with the surgeon's opinion on the cause of the event being related to the pt's preexisting condition and inadvertent opening of the primary incision first without stabilizing the chamber with viscoelastic, which caused the anterio chamber to collapse and consequently resulted in a capsular tear. (B)(4).

Event description:
A company rep was observing surgery and reported that the surgeon had a slight radial tear in the capsulotomy because he could not maintain the chamber. The surgeon had difficulty opening the secondary incision so he opened the primary incision first and could not maintain the chamber, which resulted in collapse of the anterior chamber. The surgeon believes that the likely cause of the event was that the pt had proptosis combined with the pressure from opening up the primary incision first. There was no adverse impact to the pt's outcome.